Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system epo activated, but now the system is not turning on and the ups has a blue light blinking. Upon functional testing, fse found the ups back on but had no 3-phase power to the generator. After fse removed the ny cover from the m rack, the power turned back on. The system was returned to use in good working order. These codes were updated based on investigation outcome. The health impact grid was corrected.

Event description:
It has been reported to philips that the system would not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.